Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed her infusion set twice either today or yesterday. Customer's blood glucose was 479 mg/dl. Customer treated with a bolus. Customer stated that her reservoir leaked inside the pump and she believes that is where her high blood glucose comes from. Customer stated that she tried loading another reservoir and air bubbles were coming up from the bottom. Customer expressed symptoms of high blood glucose such as nausea, dry mouth, and dry lips. Customer stated that she has a back-up plan. Customer completed the self test and was advised to monitor the pump. Customer reported fluid in the reservoir compartment at the bottom of the o-rings. Customer stated that the leak is past the 2nd o-ring.